Event description:
Hamilton medical ag received the following event description: when the unit was checked, it showed "invalid serial number & panel connection lost ".

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
The following was reported "the unit showing: invalid serial number & panel connection lost. The issue happen while the technician checked the device." No patient involvement reported. Esm vup replaced and the unit is working properly. The provided logfiles do not cover the date of the event.